Event description:
The distributor contacted animas on (B)(6) 2012 reporting that the up arrow, down arrow, and ok keypad buttons were unresponsive. There is no further information regarding the complaint at this time. There is no adverse event associated with this complaint. This complaint is being reported because of the alleged keypad issues.

Manufacturer narrative:
Follow up #1 submitted: 11/08/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be peeling at the down arrow button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the up arrow and down arrow buttons had intermittent response. The remainder of the buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).